Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Unable to duplicate the check syringe flange sensor during syringe test, all the reading of flange sensor passed and optocoupler was found with no physical damaged or misaligned. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was unable to determined the intermittent of the error. Pump was operated as intended. Actions were taken to mitigate the reported issue: replaced ear clip for preventive. Performed syringe test and all functional testing which passed.

Event description:
It was reported that the syringe flange could not detect the syringe size. No patient injury was reported.